Event description:
It was reported that during right ventricular lead replacement and generator change out due to normal elective replacement indicator procedure for unrelated reason, the new lead exhibited post chock lead noise. A different programmer was used but the issue remained. The lead was connected to the old generator and the post shock noise was still seen. The new lead was connected to the new generator and the pocket was closed. Thirty minutes post operation, the patient experienced diaphragmatic stimulation. The lead was reprogrammed but the patient continued to experience diaphragmatic stimulation. Upon interrogation, the lead exhibited intermittent over sensing. Tachycardia therapy was disabled and the patient was admitted to the hospital. Upon further interrogation, diaphragmatic stimulation and oversensing was reproducible with deep breaths. Tachycardia therapy was turned back on and the patient was discharged.